Event description:
Event description boston scientific crm received information that during a procedure for an unspecified reason, this pacemaker was exposed to electrocautery which resulted in pacing inhibition and asystole for the patient. The patient was paced externally until the procedure was completed. The clinician requested technical recommendation regarding whether the device should be checked again post-procedure.

Manufacturer narrative:
Technical services stated that most of the time there are no outstanding performance issues after exposure to electrocautery, however added that they can still have the device checked to ensure there are no issues. No additional information is available at this time. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a mark that would indicate a device like a electro cautery discharge to the case may have occurred and no further anomalies noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.